Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she was getting sensor issues. Customer also reports issues with auto mode feature. Customer's blood glucose level at the time of incident was 400 mg/dl but treatment is not indicated. Troubleshooting occurred. Product will not be returned for analysis.